Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Access site bleeding: as per the clinical information, the root cause of the access site bleeding issue was improper anticoagulation management of the patient since the patient was on the blood thinners with high activated clotting time (act) values at implant which was 262. Vt/vf: as the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 and experienced bleeding at the impella access site. Heparin was held. The next day heparin was started and it was noted that the patient coded twice over the night but return of spontaneous circulation was able to be returned quickly. Three days later, the patient went into ventricular tachycardia after turning the transvenous pacemaker down to 50. The patient briefly coded and return of spontaneous circulation was achieved. The patient unfortunately had no bridge to left ventricle assist device or transplant. The family made the decision for comfort care three days later, and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B2 selection of required intervention was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28708.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Pump was not returned for investigation. The data logs show that the signal-to-noise ratio (snr), contrast, and lamp were decreased and light and gain were stable. The 5s parameters were stable otherwise throughout case. Flows were stable at the same p-level with no changes to it. However, the clinical confirmed the pump was in good position. Therefore, the root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28708. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the impella alarmed multiple times that the pump is in the aorta. Under echocardiography guidance, it was verified multiple times that the pump was in the correct position.